Event description:
It was reported that the nurse observed a freeflow condition when starting a heparin infusion. There was no resultant pt complication.

Manufacturer narrative:
Manufacturer's report date 8/8/97. The pump was returned and evaluated. The pump had evidence of being dropped with damage to the front and back case and the motor assembly housing was broken. Rate accuracy was performed and met manufacturer's specification. The gap between the follower housing and pressure plate was found to have narrowed. It has been determined that as a result of instrument wear or improper maintenance, the gap in the pump mechanism may noarrow. If the gap becomes too narrow, it may become more difficlut to correctly install the IV tubing, which may result in an overinfusion. Additionally, the correct set loading procedure should be followed per the directions for use (page 9) which states: "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully witin the mechanism and the air-in-line detector. Do not use the door to close the orange latch." The MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result ina freeflow condition. A safety alert dated 4/11/97, has been mailed instructing the user to: a) measure the mechanism gap. B) replace the follower housing assembly if necessary. C) ensure that the set is correctly loading into the pump mechanism. The MFR requested pt info from the hosp. No pt info was available.